Event description:
During the anterior cruciate ligament surgery, the physician was using a flipcutter ii 9.5 mm drill bit. While drilling, the tip broke off from the drill bit. The piece was retrieved and removed from the patient. There was no harm to the patient.